Manufacturer narrative:
Med watch submitted on: (B)(4) 2012. Lab analysis: yellow particles on inner and outer surface of implant. Brown particles noted in the fill channel of the device which was noted as biological tissue. There was 243 gms of fluid drained from the device. Device labeling addresses the reported event of seroma as follows: the (B)(4) study: 3 year and 5 year cumulative first occurrence kaplan-meier adverse event rates (95% confidence interval), by patient: seroma 2.6% through 3 years, 2.6% through 5 years. "After breast implant surgery the following may occur and/or persist, with varying intensity and/or for a varying length of time: hematoma/seroma..." (Allergan silicone labeling). Device labeling address capsular contracture: augmentation: capsular contracture: 7.25. Reconstruction: na. Capsular contracture: 12.5%. Device labeling reviewed: there were no reported events of lymphoma/alcl, for patients in the core study, in the labeling for silicone implants.

Event description:
Health professional reported capsular contracture, baker grade IV and potentially alcl. This event was submitted (B)(6); (B)(6) 2010.

Manufacturer narrative:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl). Allergan did not submit this MDR within 30 days of allergan¿s decision to initiate the remedial action. Allergan has initiated an investigation to address late mdrs submitted related to 2011068-7/2/19-001-r.

Event description:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl).